Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be slightly worn. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. The root cause was unable to be established; however, the expulsor was trimmed. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the delivery rate was too high. Measured 32.25 ml. There was unknown patient involvement.